Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient's wire disconnected and the device was not working. The caller indicated that the patient noticed a small spot of blood on their underwear and bandages and that is when they noticed that the lead wire was loose. When the device was checked the controller was communicating, but the patient encountered the cannot provide your desired settings message on the controller. The patient was advised to follow-up with their healthcare provider (hcp). Patient status is unknown at the time of this report. There were no further complication reported or anticipated.